Event description:
A malfunction was reported on the pump, identified by malf 12 with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.